Manufacturer narrative:
While it is unknown if the esthet-x used in this case caused or contributed to the patients' symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it was reported that a patient experienced a rash on their face after placement of a restoration using esthet-x. The doctor placed the restoration in (B)(6) 2010 and was just notified of the reaction in (B)(6) 2010 by the patients' dermatologist. It is unknown as to whether the rash was present from the date of the restoration and if the patient required any additional treatment as a result of the reaction.